Event description:
A pt with this pacemaker died after presenting to the emergency room. The field rep interrogated the pacemaker after the pt passed away and found one ventricular tachycardia episode stored, however, the physician felt this was due to a device malfunction.